Manufacturer narrative:
The technician inspected the bed and found no problems with the siderail latching. The bed was functioning correctly.

Event description:
The nurse manager alleged a patient fell out of the bed. The patient was leaning over on their side against the siderail and the siderail dropped. No patient injury.